Event description:
It was reported that when attempting to place a foley catheter in a patient, health professional inserted the urinary catheter, confirmed urine flow, and attempted to inflate the balloon by injecting fixation fluid using the syringe included in the tray. However, health professional was unable to inject the fluid. Health professional removed the catheter and discontinued its use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.